Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): the customer address exceeded maximum allowable digits, address is as follows: (B)(6). The customer phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
It was reported that when ac power was disconnected from docking station, the radical 7 turned off. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using ac power while docked in the docking station. The device was left docked for eight hours for charging; however, the device powered off five minutes after removed from the docking station, and a "low battery" message displayed. The battery was replaced and the unit functioned as designed. The customer address exceeded maximum allowable digits, address (B)(6). A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event, corrected data: (report source) updated from "president" to " foreign, user facility and company representative".